Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported patient underwent total knee arthroplasty on an unknown date. Subsequently, an upcoming revision procedure had been indicated due to patient fall and knee becoming unstable.